Event description:
It was reported the internal neurostimulator (ins) did not last more than four or five months. It was noted the ins was still implanted.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3998, lot# l87361, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3586, serial# (B)(4), implanted: (B)(6) 1994, product type lead. (B)(4).